Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition and have a bent latch lock. A review of the event history log found a record of a system fault 42,224 alarm. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited error code 42224. No patient injury was reported.